Manufacturer narrative:
The illuminator was returned to isi for failure analysis investigations. Failure analysis was not able to reproduce the customer reported complaint; however, the issue was confirm via the system logs. The unit installed on an in-house system powered up and there were no errors generated. The illuminator passed communication, white balance and auto calibration testing. Brightness control testing and power cycle testing were also performed and there was no trouble found. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, while calibrating the endoscope, the customer experienced recoverable errors. Prior to contacting intuitive surgical, inc. (Isi) for technical support assistance, the customer cycled the system's power and after turning on the illuminator error codes were generated. With the assistance of the isi technical support engineer (tse) the customer cycled the system's power and disconnected the illuminator communication cable. After powering on the system, the system homed and system error code # 48238 was generated. The customer recovered from the system error and continue with the surgical procedure using a third party illuminator. There was no report of any patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported illuminator issue. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.